Manufacturer narrative:
(B)(4). This is a report of a system error 2240 as a result of use error, patient initiated therapy before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home choice (hc) experienced a system error 2240 (air in line/set) alarm during the initial drain. The home patient stated he pressed go first and then connected. The technical service representative (tsr) explained that the home patient must connect first and then press go. The tsr advised the home patient to start over with new supplies. There was patient involvement, but was no patient injury or medical intervention indicated at the time of the initial report.